Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. Visual examination of the returned devices identified the stem had gouging on the body and the taper of the device along with bio=debris. The shell was returned with bio-debris on the od and there is scuffing on the inner radius. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 11-104213 ¿ mallory head stem ¿ 061520; xl-200150 ¿ active articulation bearing ¿ 997440; 650-1055 ¿ biolox ceramic head ¿ 2944830; 650-1065 ¿ ceramic taper sleeve ¿ 2940407. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02071, 0001825034 - 2021 - 02073.

Event description:
It was reported that patient underwent a right hip revision approximately 11 years post implantation and a second revision approximately 2 years later due to unknown reasons. All products were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.